Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set's tubing disconnected from the quick release, close to the site location and blood glucose level went to 404 mg/dl. The site location was the patient's right thigh and the pump was on right leg. The infusions were stored in a cabinet. There was not stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon visual inspection, the tubing was found detached from the tubing connector. No further information available.